Manufacturer narrative:
Insulin pump received unable to perform the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery test due to broken or detached end and loose drive support cap noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose as well as high blood glucose levels. Customer¿s high blood glucose level was 530 mg/dl and low blood glucose level was 22 mg/dl at the time of the call. Customer stated that the end of the pump, the back end keeps felled off. The customer was assisted with troubleshooting and. Customer stated that the damage and loose of the drive support cap . The product was not returned for analysis.